Manufacturer narrative:
Section a/g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Section d4: manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the self-test took longer than expected to initiate. Due to the 15 second delay in the power module performing the self-test and secondary yellow wrench symbol, it was recommended to have it sent for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate power module (serial number (B)(6)) self-test taking longer than expected to initiate was unable to be confirmed. During evaluation at the service depot, the power module was connected to the power module backup battery and alternating current (ac) power; however, the device did not power on as intended. This prevented the self-test from being attempted. The start-up issue was traced to a damaged main printed circuit board assembly (pcba). Damage to the main pcba is consistent with causing self-test issues. The customer was provided a purchase order (po) repair quote; however, additional time was requested on providing the po. Once the po is determined, the investigation will be reopened. Provided information stated that there was no patient involvement and no log files available. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU, section 3 ¿powering the system¿, instructs users on how to identify and respond to alarms that sound from their power module. The heartmate 3 IFU, section 8 ¿equipment storage and care¿, instructs users on how to properly store and care for the power module. The heartmate 3 IFU, section f ¿safety checklists¿, instructs users to regularly inspect their equipment for damage or wear and to replace any components that appear damaged or worn, including the power module. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.